Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An rn reported an issue with an evlt laser fiber. During preparation, a technician noted that the laser fiber had a kink/ crack out of the packaging. The fiber had already been connected to the laser unit when the crack was discovered. Although the fiber was kinked, the machine proceeded to the "ready" step on the display. The device was set aside and a new of the same was used to complete the procedure. There was no harm or injury to the patient due to this event. It was indicated the reported device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The reported complaint description of the fiber fractured/kinked cannot be confirmed as no sample has been returned. Without receiving product to evaluate, a root cause cannot be determined. A review of the lot history records, obtained via shr, for the packaging lots showed no manufacturing related deficiencies at the time of manufacturing. Labeling review: the instructions for use, which is supplied to the end user with this catalog number, states: "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters. Prior to and during use, avoid bending the introducer sheath and dilator as this can cause kinks and damage". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).